Event description:
It was reported that the device had possible premature battery depletion. Frequency was set to a lower value to prolong the device life and the pt was scheduled to meet with the physician for a device replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.